Manufacturer narrative:
The device was returned for evaluation. The investigation is pending. Additional contact information: (B)(6). (B)(6). (B)(6).( B)(6).

Event description:
The event involved a transpac® IV monitoring kit w/30 ml squeeze flush device, 10 ml contamination sheath syringe and filter the customer reported that when trying to flush the line the piston of the sheated syringe ''curved'' and liquid leaked from barrel. The caregiver changed the tranducer kit to address the issue. There was patient involvement but no patient harm.

Manufacturer narrative:
The reported complaint broken piston was confirmed on the returned set. During visual inspection, the plunger of the syringe was observed to be broken. It is unknown how and when the plunger was broken. The probable cause of the plunger broken could not determined. A device history report (DHR) lot # review could not be conducted because no lot number(s) was/were identified.